Manufacturer narrative:
Batch review performed on 12 october 2023: lot 140328: (B)(4) items manufactured and released on 11-march-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 6 years 1 month after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (17 to 20 mm) and the surgery was completed successfully.